Event description:
It was reported that the 1/2 ml bd safetyglide¿ insulin syringe with attached needle experienced scale marking issues. The following information was provided by the initial reporter: scale missing.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/23/2021 h.6. Investigation: customer returned (1) 1/2ml, 8mm, 30g bd safetyglide insulin syringe in an open blister pack from lot # 1076597. Customer states that the scale is missing. The returned syringe was examined and exhibited no scale markings printed on the barrel. A review of the device history record was completed for batch # 1076597. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted for missing print. Root cause: ink pump malfunctioned. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 1/2 ml bd safetyglide¿ insulin syringe with attached needle experienced scale marking issues. The following information was provided by the initial reporter: scale missing.